Event description:
The customer reported via telephone that his transmitter might be causing a connection issue between the sensor and the insulin pump. The customer was assisted with troubleshooting and advised the transmitter was functional. The customer's reported blood glucose value was 439 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.